Event description:
Event description guidant received information that this implantable endocardial lead measured high pacing impedances. Guidant received subsequent information that the pacing impedance measured greater than 3000 ohms. Pacing thresholds are 2.6v with good evidence of capture and r-wave sensing is good. There is no noise on the rate/sense or shock channel. The shock impedance is stable at 40 ohms. A chest x-ray did not reveal a lead fracture. Guidant received subsequent information that this lead was surgically abandoned and the device was electively explanted at the same time.